Manufacturer narrative:
(B)(4). Event date and implant date unknown. Article details: manuscript submitted december 16, 2013, and accepted january 8, 2014. Authors: joel hernandez, md; guillermo galeote, md; raul moreno, md, phd journal name: rotational atherectomy year: 2014 issue #: volume 26 issue 9 title of article: if you do not do it before, you can do it after stenting literature reference: http://www.invasivecardiology.com/articles/rotatio nal-atherectomy-if-you-do-not-do-it-you-can-do-it-after-stenting

Event description:
Primary pci with implantation of two dess in an occluded right coronary artery was performed. A severely calcified obstructive long lesion was observed in the mid-proximal lad artery so pci to the lad was scheduled 3 days later. The patient had a preserved left ventricular ejection fraction. During the scheduled procedure three days later, the lad lesion underwent 16 atm dilatation with a 2.0 x 20 mm compliant balloon in the mid lad successfully, but 18 atm dilatation of the same balloon in the proximal lad did not totally dilate a focal very calcified portion. Following this, a 2.5mm length x 26 mm diameter resolute integrity (rx) drug eluting stent was implanted in the mid lad with a good angiographic result. Another 2.5mm length x 26 mm diameter resolute integrity (rx) drug eluting stent was implanted in the proximal lad, but there was no adequate expansion of the focal segment previously described. Inflations of a 2.5 x 8 mm non-compliant balloon at 20 atm and 24 atm did not achieve sufficient post-dilatation. With the intention that short, higher diameter stents, with elevated radial force, could successfully dilate the lesion, two non mdt brand des stents were implanted, but despite this, under expansion was evident. At this point, pci with rotational atherectomy(ra) was performed followed by further dilatation with a non-compliant balloon. Subsequently, a non mdt brand des was implanted in the proximal lad. Another non mdt brand des was placed in the ostial lad to cover an area of ostial dissection. The lcx had preserved flow. The patient was discharged without complications.